Manufacturer narrative:
As noted in a literature publication by tebaldi et al comparison of verapamil versus heparin as adjunctive treatment for transradial coronary procedures: the vermut study, cardiology 2018;140:74¿82 report 6 cases of radial artery occlusion (rao). Coronary artery angiography (caa) was performed with 6-fr super torque plus diagnostic catheters in all procedures. The devices were not received for analysis. Additionally, as the sterile lot numbers are not available, the device history record (DHR) reviews could not be performed. Without the return of the devices for analysis or procedural films, the reported events could not be confirmed and the exact root cause could not be determined. Arterial occlusion is a well-known potential adverse event and is defined as a circulatory condition in which narrowed blood vessels reduce blood flow to the limbs. This complication may occur at any time during or after the procedure and users are trained and experienced in how to treat this complication. Risk factors for this complication, include family history, high blood pressure, diabetes or other comorbidities. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As noted in a literature publication by tebaldi et al comparison of verapamil versus heparin as adjunctive treatment for transradial coronary procedures: the vermut study, cardiology 2018;140:74¿82 report 6 cases of radial artery occlusion (rao). Coronary artery angiography (caa) was performed with 6-fr super torque plus diagnostic catheters in all procedures.